Event description:
Rn went to flush PICC at start of shift. It started spraying from the side of the catheter out of a hole. The md was immediately notified. The PICC was removed and order for new PICC placed.